Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 491mg/dl. Customer treated with pump. Troubleshooting found that the cannula was bent. Troubleshooting advised customer on proper insertion technique and the customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to return the infusion set with the bent cannula. No further details given.